Manufacturer narrative:
(B)(4). Batch #: u94l1u. (B)(4). Investigation summary: the analysis result of the er420 device found that it was received with the feed bar bent. Due to this condition, the clips could not be fed into the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, anomalies were found and 19 clips were found inside clip track. It could not be determined what may have caused the damage found. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip mis-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, the firing trigger became stiff to grasp during use. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.